Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During inflation, at 10 atmospheres for 30 seconds, the balloon burst. The procedure was completed. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During inflation, at 10 atmospheres for 30 seconds, the balloon burst. The procedure was completed; however, no information was relayed to boston scientific what device was used. There were no patient complications reported. It was further reported that the balloon was inflated three times before it ruptured. The procedure was completed using a new device.